Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Event description:
It was further reported that the right ventricular (rv) lead exhibited noise.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and triggered an alert. The lead had high impedance, no capture at high outputs and oversensing in the rv electrograms. It was noted that the connector pin was movable after it was removed from the device header. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2003. (B)(4).